Manufacturer narrative:
E-complaint (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings. Distribution history: this complaint unit was manufactured at csi on (B)(6) 2019 under wo (B)(4) and shipped on (B)(6) 2019. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned and on log (B)(4),(B)(6) 2019 for blockage due to metal brass chips. Historical complaint review: a review of the attached 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on (B)(6) 2019. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and or corrective action: the unit was tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed no further training required at this time. Was the complaint confirmed? No. Preventative action activity : coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Customer stated "nitrogen sprays from lid; when pressure release vale is depressed, it stops but resumes when not depressed" reference repair order (B)(4). Ref e-complaint (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed.

Event description:
Customer stated "nitrogen sprays from lid; when pressure release vale is depressed, it stops but resumes when not depressed". Reference repair order #: (B)(4). Ref (B)(4).